Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that farawave catheter was selected for pulmonary vein isolation. It has been mentioned that blocked guidewire lumen was noted and the fluid chamber was not dripping. Physician tried to flush with syringe however, he was unable to do so. The issue occurred after the catheter had been inserted inside the patient. The procedure was completed using new catheter. No patient complications occurred.